Event description:
The device was returned with no known issue.

Manufacturer narrative:
Sn (B)(4) is related to and previously reported on (B)(4) and was received with no known device issue. Also reported on (B)(4) for submission of device investigation.